Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the available information it cannot be determined if there is a causal relationship between the death of the patient and the liberty cycler as it is unknown if the patient was completing therapy at the time of death or if any fresenius product was used in the hospital, however, there are no allegations of malfunction against the liberty cycler. At this time without additional information no conclusion can be made that there was or was not any causal relationship between the patient¿s death and the liberty cycler. Patients with esrd are at a significant risk for sudden cardiac arrest. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s social worker on an unrelated event revealed the patient has expired at the hospital on (B)(6) 2017. The cause of death was cardiac arrest. The patient had not discontinued pd treatment, but it is unknown if the patient was completing a treatment at the time of death or if any fresenius products were used in the hospital. There is no information available as to the cause of the hospitalization or when the patient was admitted. No other information is available at this time.